Event description:
Adverse skin reaction it was reported that a user suffered from a rash and itching on application of skin prep wipes over 3 months. The patient has treated herself with hydrocortisone 2.5 cream to alleviate the rash.